Manufacturer narrative:
Product complaint # (B)(4). Additional information: d 4. Primary UDI number. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # ==>(B)(4). This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6 additional information was requested, and the following was obtained: 1. During analysis of product code vcp310h, lot #1033bj, a wrong needle of an unknown product was also received. Please confirm the needle received also belongs to this complaint. --contacted with the sales rep today via phone, the needle of an unknown product received does not belong to this complaint. Product involved in this complaint is vcp310h, lot #1033bj only.

Manufacturer narrative:
Product complaint # ==>(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1. During analysis of product code vcp310h, lot#1033bj, a wrong needle of an unknown product was also received. Please confirm the needle received also belongs to this complaint. H3 investigation summary ==> the product was returned to ethicon for evaluation. One empty foil, one suture piece in the winding former and one empty winding former were received for analysis werer received for analysis. Product code vcp310h. During the visual inspection of the suture piece, the suture was removed from the tray and examined, and the insertion mark could not be observed. The ends were noted to be cut likely cause by a surgical instrument. Besides that, the needle was not returned for analysis to determine the assignable cause. A photo was provide showing one labeled winding former with a suture and an apparently open foil that belongs to product code vcp310. Per the conditions of the sample, no conclusion could be reached on the cause of the reported event. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a skin tumor resection surgery procedure on 5/29/2025 and suture was used. The problem of the suture pulling off the needle happened in surgery. Changed to another one to continue the surgery, and the same problem happened. Changed to another one to complete the surgery. No adverse patient consequences were reported. Additional information was requested